Event description:
It was reported that the battery gauge was fluctuating. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support. Additionally, it was reported that a cartridge alarm 1 occurred during bolus delivery. A cartridge change was performed resolving the issue. The customer's blood glucose was 131 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.